Event description:
Additional information received reported there was increasing difficulty with numbness in legs and the patient presented with paraplegia. There was a thoracic CT scan done. The leads were thought to be displaced anteriorly consistent with pressure posteriorly, possible hematoma. There was wound exploration and removal of the stimulator and a small epidural hematoma. The patient had residual numbness in the right proximal leg.

Event description:
It was reported that during implant ¿it took them over five hours to put it in because they had trouble putting it in and they had complications. Two days after implant I was at home with a 101 degree temperature and I was bouncing off the walls with drugs. I was on morphine, oxycodone, and all that stuff. The pain was so bad I couldn¿t stand it.¿ the patient then had to be taken to the hospital and the doctor had to take the implantable neurostimulator (ins) out. This all occurred two days after surgery on march 26, 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97792, lot# n518745, implanted: (B)(6) 2015, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2015, it was put in the patient and on (B)(6) 2015, it was taken out of the patient since something went wrong.